Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker (pm) was under-sensing atrial activity. The patient felt symptoms of dizziness. The pm was reprogrammed, and the patient left in stable condition.